Event description:
During a cataract extraction procedure, the irrigation sleeve split mid-way down the sleeve approx 270 degrees around the circumference, still attached at the 12 o'clock position and still attached to the handpiece. The sleeve became stuck in the eye, along with the handpiece needle. The pt experienced chamber collapse for approx 1 minute while the attempt was made to remove the sleeve and handpiece. The posterior capsule ruptured and a vitrectomy was performed. A lense could not be inserted and the wound was closed. The pt's eye is cloudy. If the eye clears, and it may take several months, a lense may then be implanted.